Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on 03/25/2016 to report that the patient passed away on (B)(6) 2015. Patient was in the hospital ((B)(6) institute) for two weeks prior to passing. Approximate date of hospital admittance is (B)(6) 2015. A cause of death was not reported. A certificate of death was not provided. Patient was not wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. No further event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A receiver (part number str-gl-001/serial number (B)(4)/lot number 5195779) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors. There was no alleged malfunction to the device that was returned.